Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive peeled off the distal end and the distal end was not secure due to a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician found the adhesive peeled off the distal end causing the distal end to not be secure. There was no patient involvement.